Event description:
It was reported the lead displayed an increase in threshold over the last two weeks. It was also reported there was no capture and a decrease in impedance and high thresholds. The patient was admitted for monitoring of unstable heart rhythm. Re-programming was performed which resulted in consistent capture. Following, the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.